Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one partial suture and one needle. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately because no sealed samples were received, tensile test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suturing, the device thread broke. Nothing fell into the patient cavity. The procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.